Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date ¿ ni. Manufacture date ¿ ni. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Device location unknown.

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately 8 years post-implantation due to patient allegations of pain, lack of mobility, loosening, periprosthetic fracture, dislocation, metal debris, elevated metal ion levels, metal poisoning, metallosis, physical scarring, and disfigurement. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - biomet m2a cup, catalog#: 15-105058, lot#: 533170; biomet femoral stem, catalog#: 11-103207, lot#: 900190. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-02878, 04756 & 04767).

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure approximately 8 years post-implantation due to patient allegations of pain, lack of mobility, loosening, periprosthetic fracture, dislocation, metal debris, elevated metal ion levels, metal poisoning, metallosis, physical scarring, and disfigurement. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative reports received that patient underwent a left hip revision procedure approximately eight years post-implantation due to pain and elevated metal ion levels. During the procedure, metallosis, stained tissues and alval reaction was noted. The femoral head was removed and replaced, and an active articulation bearing was implanted.